Event description:
It was reported that during a software data log review, a "potential failure with large roller pump pa-02222" was found. There was no pt involvement.

Manufacturer narrative:
This complaint is related to mdrs 1828100-2013-01150, 1828100-2014-00385, -00390, -00432, -00433, -00434, -00435 and 00476. Per further communication with subsidiary, the modules on this system base continue to give intermittent boot up issues. The customer either re-boots or removes / re-plugs the particular module at set-up.